Event description:
Additional information: the patient has recovered from the health hazard. The patient did have mvr surgery, was last seen in the surgeon's office on (B)(6) 2023, and is doing well. In the doctor's opinion, these events were caused by inflation of the balloon.

Manufacturer narrative:
The facility discarded the inoue balloon catheter used in this patient, therefore it is impossible to investigate it anymore. We investigated the manufacturing record of the lot used in this patient and we have confirmed that there was nothing wrong in it. Therefore, we judged that this event was not caused by manufacturing process.

Event description:
The patient received 2 stents prior to the bmv (balloon mitral valvotomy). One stent in the lad (left anterior descending artery) and one stent in the circ (circumflex). The transseptal was performed in the usual manner. The septal dilator was inserted across the septum. The balloon was inserted and disassembled. There was resistance at the septum and the balloon would not advance properly. The balloon was reassembled and removed from the patient. The act (acceleration time) was > 400 secs. The tee (transesophageal echocardiography) physician discovered a clot at the ivc ra (inferior vena cava - right atrium) juncture. The clot was removed without incident. The septum was dilated again. The balloon was inserted and delivered. The balloon easily crossed the valve. Doctor was concerned the balloon may be under a cordae. Tee stated it didn't appear to be. The balloon was inflated to 22mm. The balloon was moved into the la (left atrium). After the first inflation of 22mm, patient had a torn cord and severe mr (mitral regurgitation). The balloon was reassembled and removed from the patient. The patient had some heart failure and was given lasix. The patient was stable in the cath lab. Doctor notified the CT surgeon the patient would require an emergent mvr (mitral valve replacement).